Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while she was priming her insulin pump. Insulin was squirting out during the manual prime process. Customer's blood glucose level was 478 mg/dl. She treated her high blood glucose level with a manual injection. The insulin pump was dropped and the drive support cap was protruded. She pressed the cap while she was connected to the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk noted. The insulin pump passed displacement and rewind tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.